Manufacturer narrative:
Manufacturing site: (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had been fine after the procedure. The returned guidewire was not observed a notable deformation except for intentional shaping; however, linear peeling of ptfe was continuously observed approximately 72cm to 88cm in a longitudinal direction. Referring to the similar reported case, an unused 0.14mm guidewire was inserted into the metallic inserter and the surface of the guidewire was scraped on the edge of the inserter to replicate the reported ptfe coating damage. It revealed that the abrasion to the inserter led ptfe coating of the guidewire peel, which was seen on the subject guidewire. As a result, similar ptfe coating damage that was seen on the returned guidewire was observed on the sample guidewire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that ptfe coating was damaged by friction occurred when an edge of a metal inserter point contacted the surface of the subject wire. There was no indication of product deficiency. Although no adverse patient effect was reported, a possibility could not be ruled out that some fragments might have been left in the anatomy. Instructions for use states: - [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire.otherwise, the surface of this guide wire may be damaged significantly. - [malfunction and adverse effects] abrasion of the guide wire coating:

Event description:
During a ppi to treat a lesion in the left cia, crossover approach was taken with a non-asahi catheter and an asahi guidewire. After crossing the lesion, the guidewire was switched to the subject guidewire. The subject guidewire was withdrawn when green foreign fragments were found on the physician's globes.